Event description:
It was reported by service report that the receptacle for the nurse call cord was broken. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Nurse call cord.